Event description:
A healthcare worker had hydrogen peroxide contact when she picked up a package which had moisture. The burn was located on her left wrist with white discoloration and burning sensation. The worker treated the burn under running water for fifteen minutes. The worker went to employee health for an evaluation and there was no medical treatment. The symptoms resolved within twenty four hours. When the event occurred, the vaporizer plate was not in place.